Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was unknown. The customer reported that the clear collar at the entrance to the reservoir compartment of the pump had fallen off. The customer was advised that the pump would need to be replaced. The customer insulin pump will not be returned for analysis.